Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels between 10 to 20 mmol/l (180 to 360 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. Multiple corrections were administered using the pod but the bg levels did not decrease. A manual insulin injection using a pen was also given. The patient experienced abdominal pain as well and was taken to the hospital where he was admitted and given insulin (method not specified) to treat the hyperglycemia. No other information was provided on this event.